Manufacturer narrative:
Method: device not returned; followed up with company rep.

Event description:
It was reported that a pt underwent a kyphoplasty procedure. While introducing the balloon kyphoplasty access tools, the pt became restless and was given additional sedation. Following administration of the sedative, the pt had a respiratory arrest. Reportedly, the procedure was interrupted and the pt was successfully resuscitated. Subsequently, the pt's pain improved and surgical intervention was not pursued. No additional info was reported.